Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported while a patient had been charging their personal diabetes manager (pdm) it was hot to the touch. The patient reports the pdm screen had changed in color. In addition the pdm was not holding a charge. The patient reports charging their pdm for 20 hours and the pdm charged to 75 percent.